Manufacturer narrative:
H3: one device was received for evaluation. Review of the service history identified no previous repairs. Functional testing was performed. The main board needed to be replaced, however, since the device was at end of support, no repair activities were performed.

Event description:
It was reported that the pumps were over/under infusing outside the acceptable ranges. There was no patient involvement.